Event description:
It was reported that the patient was now getting infections and they can't be controlled by meds. The patient had been through 3 different meds and infection was unresolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v260968, implanted: 2009-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).